Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system displayed oversensing on the right atrial (ra) channel. The root cause for the clinical observation was not determined. The decision was made to surgically abandon and replace this ra lead. The associated pacemaker was also explanted and replaced. No additional adverse patient effects were reported.